Event description:
It was reported that during the implant this device did not provide pacing as needed, thus the device was not used and was not expected to be returned as it was contaminated. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that during the implant this device did not provide pacing as needed, thus the device was not used and was not expected to be returned as it was contaminated. No adverse patient effects were reported.

Event description:
It was reported that during the implant this device did not provide pacing as needed, thus the device was not used and was not expected to be returned as it was contaminated. No adverse patient effects were reported.